Manufacturer narrative:
(B)(4). The customer's complaint of a leaking set could not be confirmed because the product was not returned for failure investigation. Unable to determine the root cause of the customer's experience.

Event description:
Senior sales consultant had a customer report a leak which was "bubbling up" from under the blue fitment at the top of the pumping segment. The nurses are concerned when this happens they are having constant small chemo exposure. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.